Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device explant, due to patient's wishes, an insulation issue was observed on the rv lead. The lead was capped. The patient condition was stable before and after the procedure.